Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Medical records were provided and reviewed by a health care professional. A review of the available records identified the following: the patient felt a popping sound when he knelt down and started experiencing pain, clicking, swelling, instability, and difficulty ambulating. X-ray found disassociation of poly. During the surgery, disassociation of poly was confirmed, and noted synovitis. Scar tissue was removed. No wear or infection was noted. A definitive root cause cannot be determined. Per package insert: pain, swelling, and instability are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Initial bilateral total knee arthroplasty approximately 7.5 years ago, subsequently revised last month due to pain, instability, clicking and swelling in right knee after kneeling down and felt a pop. During the revision the poly was loosened dislodged anteriorly. The poly was exchanged without complications.